Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached. Evaluation revealed that the pusher assembly was fractured. If the pod coil is retracted at an angle during use, damage such as a kink and subsequent fracture may occur. The pusher assembly fracture likely contributed to the embolization coil detachment during the procedure. Further evaluation revealed additional kinks along the length of the pusher assembly. This damage was incidental to the reported complaint and likely occurred during packaging of the device for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using a pod coil and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was moderately tortuous. During the procedure, while advancing the pod coil through the microcatheter, the physician was unable to advance the pod coil past the mid-shaft of the microcatheter and decided to remove the coil. Subsequently, upon retraction, the pod coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the pod coil was removed. It was reported that the pod coil was flushed out of the microcatheter. The procedure was completed using four additional pod coils, four non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.